Event description:
It is reported that high impedance was noted. Connection issue suspected. The device was explanted and replaced. Replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported impedance anomaly was confirmed in the laboratory via review of impedance trend data and had occurred in the field. The device was tested on the bench and our automated testing equipment and was found to be normal. No anomaly was detected. The cause of the reported low impedance could not be determined.